Event description:
Since tkr 2 years ago, patient reported complaints like pain and limited rom. Pt. Reported she is unable to perform her job (standing work). During study monitoring visit ae of tendinitis poplitea was found in medical dossier, indicated by investigator as probably related to surgery.

Manufacturer narrative:
An event regarding decreased range of motion involving a triathlon insert was reported. The event was not confirmed. The product was not returned, as it appears it remains implanted. A review of the limited medical information and x-rays by a clinical consultant indicated: stiffness as such is a procedure-related problem as caused by the issues reported but is something different than popliteal tendinitis which is a tendon problem close to the arthroplasty but not directly related to it, only in an indirect sense similar to the stiffness issue as related to the surgical approach to the knee but not the specific device implanted. Device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other similar reported events for the lot referenced. According to medical review, there is not enough objective information available to further evaluate the symptoms reported beyond what was already presented in the information. No evidence for device-related issues anywhere. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Since tkr 2 years ago, patient reported complaints like pain and limited rom. Pt. Reported she is unable to perform her job (standing work). During study monitoring visit ae of tendinitis poplitea was found in medical dossier, indicated by investigator as probably related to surgery.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon prim bead pa sze5 bp; cat# 5526-b-500; lot# sshax. Triathlon p/a cr beaded #5l; cat# 5517-f-501; lot# s79jj. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.